Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general),") in an adult female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure ablation with essure procedure was performed to eliminate menstrual cycle.". The patient's concurrent conditions included condom (birt control) and overweight. Concomitant products included fluoxetine hydrochloride (prozac) from 2013 to 2015 and ibuprofen since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("bladder infection"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and vaginal infection ("vaginal hinfection") with vaginal discharge. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). The patient was treated with surgery ((total hysterectomy) (uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection and pelvic discomfort had resolved, the genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, cystitis, dysmenorrhoea and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic discomfort, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: proper placement of essure device approximate weight at the time of essure placement 150 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter added, lot number received, patient demographics added, lab data added, concomitant drug added, events added as follows:-vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, dysmenorrhoea, vaginal discharge, weight increased, medical device monitoring error, pelvic discomfort. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general),") in an adult female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure procedure was performed to eliminate menstrual cycle.". The patient's concurrent conditions included condom (birt control) and overweight. Concomitant products included fluoxetine hydrochloride (prozac) from 2013 to 2015 and ibuprofen since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("bladder infection"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and vaginal infection ("vaginal hinfection") with vaginal discharge. In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). The patient was treated with surgery ((total hysterectomy) (uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection and pelvic discomfort had resolved, the genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, cystitis, dysmenorrhoea and weight increased outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic discomfort, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: proper placement of essure device. Approximate weight at the time of essure placement 150 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in or around (B)(6) 2015, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.